Manufacturer narrative:
Vyaire file identification: (B)(4). No product was returned for evaluation; therefore a definitive root cause could not be determined. However, the customer placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator transducer (xdcr) fail during operational verification procedure (ovp). Furthermore, there was no patient associated witht the reported event.